Event description:
The manufacturer service technician reported that the device had a fragment of a router left in the top of the rotor while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
The manufacturer service technician reported that the device had a fragment of a router left in the top of the rotor while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.